Event description:
It was reported that, during tool inspection, it was noticed that the device is broken so it does not meet any longer cpd standards. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the returned device has multiple scratches, nicks, burrs and deep gouges in the plastic. There are no broken pieces missing from the device. The device was manufactured in 2013. The device exhibits signs of significant wear and use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.